Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose of 415mg/dl. The customer treated with insulin. Customer indicated that their doctor has not been contacted and their blood glucose value was 312 mg/dl at the time of the call. Customer indicated that the pump was no longer working and was unable to further troubleshoot. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
The insulin pump received motor error alarm during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify possible under delivery anomaly or no delivery, low battery, low reservoir alarm due to motor error alarm. Device was received with normal operating currents and passed unexpected restart error test and self-test. Motor passed motor test. Device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.